Event description:
Ethicon eschelon stapler ech45s- battery power failed to fire and staple across the appendix intraoperatively resulting in more than anticipated bleeding and some extended surgery time.